Manufacturer narrative:
The tibial component can not be evaluated for the reported subsidence as it has not been returned to co but rather has been discarded by the hospital. The lot code has not been supplied so that a review of the device history record is not possible. Attempts to obtain catalog number and lot code info have been unsuccessful. The info provided suggests that this event is not device related but rather is associated with loss of fixation.

Event description:
Revision surgery revealed subsidence of the tibial baseplate. The femoral component was also revised at this time to a compatible revision component.